Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance measurement of 126 ohms. Technical services (ts) examined device data and found that this was a gradual rise in impedance values, suspecting calcification. Reprogramming was recommended. No adverse patient effects were reported. Currently, this lead remains in service.